Manufacturer narrative:
The device was returned for evaluation. The pipeline was found damaged with clotted blood at one end which likely prevented the device from fully opening.(B)(4).

Event description:
Treatment of a right unruptured cavernous (cav) aneurysm measuring 16mm x 8mm. During pipeline deployment, it was reported that the device twisted and was not deployed properly. It was corked and removed from the patient.no injury was reported with the patient as a result of the procedure.